Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 10-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain often leaves me bedridden') in a female patient who had essure (batch no. D29716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ehlers-danlos syndrome. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability and medically significant), amenorrhoea ("I¿ve not had one period in over two years since it was carried out"), headache ("headaches"), procedural pain ("after surgery I needed assistance to w alk and couldn¿t get out of bed for days"), abdominal pain upper ("stomach pain"), fatigue ("tiredness"), malaise ("felt so unwell since / got so ill too fast for it to be a coincidence") and general physical health deterioration ("major deterioration of her health in the two years") and was found to have weight increased ("gained over four stone in weight despite being more careful than ever with my diet"). Essure treatment was not changed. At the time of the report, the pelvic pain, amenorrhoea, weight increased, malaise and general physical health deterioration had not resolved, the headache, abdominal pain upper and fatigue outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain upper, amenorrhoea, fatigue, general physical health deterioration, headache, malaise, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: she has eds (ehlers-danlos syndrome) but she is positive the major deterioration of her health in the two years has been largely due to this implant. She has got so ill too fast to be a coincidence. The pain often leaves her bedridden, where she sleeps and her body see to shut down, she does not want the toilet, food and she is woken just for meditation which she cannot not usually recall. Essure is still implanted although she is desperate to have it removed. Most recent follow-up information incorporated above includes: on 10-jun-2020: reporter added. Essure insertion date and lot number provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: 2018/012/029/401/001) on 15-jan-2019. The most recent information was received on 09-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain often leaves me bedridden') in a 35-year-old female patient who had essure (batch no. D29716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain on (B)(6) 2015, ehlers-danlos syndrome and sterilization. From medical records note of (B)(6) 2016: no signs of nickel allergy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability and medically significant), amenorrhoea ("I¿ve not had one period in over two years since it was carried out"), headache ("headaches"), procedural pain ("after surgery I needed assistance to w alk and couldn¿t get out of bed for days"), abdominal pain upper ("stomach pain"), fatigue ("tiredness"), malaise ("felt so unwell since / got so ill too fast for it to be a coincidence") and general physical health deterioration ("major deterioration of her health in the two years") and was found to have weight increased ("gained over four stone in weight despite being more careful than ever with my diet"). The patient was treated with bilateral salpingectomy with essure removal. Essure treatment was not changed. At the time of the report, the pelvic pain, amenorrhoea, weight increased, malaise and general physical health deterioration had not resolved, the headache, abdominal pain upper and fatigue outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain upper, amenorrhoea, fatigue, general physical health deterioration, headache, malaise, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: she has eds (ehlers-danlos syndrome) but she is positive the major deterioration of her health in the two years has been largely due to this implant. She has got so ill too fast to be a coincidence. The pain often leaves her bedridden, where she sleeps and her body see to shut down, she does not want the toilet, food and she is woken just for meditation which she cannot not usually recall. Essure is still implanted although she is desperate to have it removed. New insertion date was reported to be (B)(6) 2015 (previously reported as (B)(6) 2015). And insertion was reported as lasting less than 5 minutes; 3 coils on the right and 5 on the left in utero. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2019: normal uterus, tubes, ovaries. Essure in correct place. No vaginal swellings or lumps. Grade 2 rectocoele. Cervix at -4 on traction. No cystocoele. Bilateral salpingectomy and removal of essure implants completely with voyant bipolar. Homeostasis checked. Specimen out in ecosac. Ports removed under vision.. Pregnancy test - on (B)(6) 2015: negative. Smear test - in march 2019: normal. Ultrasound pelvis - on (B)(6) 2016: essure implants seen bilaterally touching t he endometrium, going through the myometrium into the tubes. Satisfactory position of both the essure inserts. Agreed for hsg for clinical governance will continue using contraception till advised after hsg.; on (B)(6) 2019: normal size and shape anteverted uterus , ap 2 . 7cm. No focal fibroids seen. Partial views o f the essure coils. Endometrial thickness = 2.9mm. Normal appearances both ovaries. No pelvic masses, cysts or free fluid seen. Conclusion: the essure coils appeared to be normally situated. No adverse features seen no cause for pain seen.; on (B)(6) 2019: the presence of both essure coils within the uterus and this is reassuring.. Batch no: d29716, production date: 2014-10-30, expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: patient´s date of birth and initials were provided/ updated. Exam results were added. Essure was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 12-nov-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain often leaves me bedridden') in a 35-year-old female patient who had essure (batch no. D29716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain on (B)(6) 2015, ehlers-danlos syndrome, female sterilization and vaginal delivery (4). From medical records note of (B)(6) 2016: no signs of nickel allergy. She is not allergic to any medications and she is a non-smoker. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), amenorrhoea ("I¿ve not had one period in over two years since it was carried out"), headache ("headaches"), procedural pain ("after surgery I needed assistance to w alk and couldn¿t get out of bed for days"), abdominal pain upper ("stomach pain"), fatigue ("tiredness"), malaise ("felt so unwell since / got so ill too fast for it to be a coincidence") and general physical health deterioration ("major deterioration of her health in the two years") and was found to have weight increased ("gained over four stone in weight despite being more careful than ever with my diet"). On an unknown date, the patient experienced hypersensitivity ("allergy symptoms"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia") and genital haemorrhage ("abnormal bleeding"). The patient was treated with amitriptyline, bisacodyl, duloxetine, gabapentin, lansoprazole, lymecycline, morphine, propranolol, sumatriptan, tramadol and surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, amenorrhoea, weight increased, malaise and general physical health deterioration had not resolved, the headache, abdominal pain upper, fatigue and genital haemorrhage outcome was unknown and the procedural pain, hypersensitivity, menstrual disorder and dyspareunia had resolved. The reporter considered abdominal pain upper, amenorrhoea, dyspareunia, fatigue, general physical health deterioration, genital haemorrhage, headache, hypersensitivity, malaise, menstrual disorder, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: she has eds (ehlers-danlos syndrome) but she is positive the major deterioration of her health in the two years has been largely due to this implant. She has got so ill too fast to be a coincidence. The pain often leaves her bedridden, where she sleeps and her body see to shut down, she does not want the toilet, food and she is woken just for meditation which she cannot not usually recall. Essure is still implanted although she is desperate to have it removed. New insertion date was reported to be (B)(6) 2015 (previously reported as (B)(6) 2015). And insertion was reported as lasting less than 5 minutes; 3 coils on the right and 5 on the left in utero. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2019: normal uterus, tubes, ovaries. Essure in correct place. No vaginal swellings or lumps. Grade 2 rectocoele. Cervix at -4 on traction. No cystocoele. Bilateral salpingectomy and removal of essure implants completely with voyant bipolar. Homeostasis checked. Specimen out in ecosac. Ports removed under vision.. Pregnancy test - on (B)(6) 2015: negative. Smear test - in (B)(6) 2019: normal. Ultrasound pelvis - on (B)(6) 2016: essure implants seen bilaterally touching t he endometrium, going through the myometrium into the tubes. Satisfactory position of both the essure inserts. Agreed for hsg for clinical governance will continue using contraception till advised after hsg.; on (B)(6) 2019: normal size and shape anteverted uterus , ap 2 . 7cm. No focal fibroids seen. Partial views o f the essure coils. Endometrial thickness = 2.9mm. Normal appearances both ovaries. No pelvic masses, cysts or free fluid seen. Conclusion: the essure coils appeared to be normally situated. No adverse features seen no cause for pain seen.; on (B)(6) 2019: the presence of both essure coils within the uterus and this is reassuring. Batch no: d29716, production date: 2014-10-30, and expiration date: 2017-10-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 08-nov-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain often leaves me bedridden') in a 35-year-old female patient who had essure (batch no. D29716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain on (B)(6) 2015, ehlers-danlos syndrome, female sterilization and vaginal delivery (4). From medical records note of (B)(6) 2016: no signs of nickel allergy. She is not allergic to any medications and she is a non-smoker. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), amenorrhoea ("I've not had one period in over two years since it was carried out"), headache ("headaches"), procedural pain ("after surgery I needed assistance to w alk and couldn't get out of bed for days"), abdominal pain upper ("stomach pain"), fatigue ("tiredness"), malaise ("felt so unwell since/got so ill too fast for it to be a coincidence") and general physical health deterioration ("major deterioration of her health in the two years") and was found to have weight increased ("gained over four stone in weight despite being more careful than ever with my diet"). On an unknown date, the patient experienced hypersensitivity ("allergy symptoms"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia") and genital haemorrhage ("abnormal bleeding"). The patient was treated with amitriptyline, bisacodyl, duloxetine, gabapentin, lansoprazole, lymecycline, morphine, propranolol, sumatriptan, tramadol and bilateral salpingectomy with essure removal. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, amenorrhoea, weight increased, malaise and general physical health deterioration had not resolved, the headache, abdominal pain upper, fatigue and genital haemorrhage outcome was unknown and the procedural pain, hypersensitivity, menstrual disorder and dyspareunia had resolved. The reporter considered abdominal pain upper, amenorrhoea, dyspareunia, fatigue, general physical health deterioration, genital haemorrhage, headache, hypersensitivity, malaise, menstrual disorder, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: she has eds (ehlers-danlos syndrome) but she is positive the major deterioration of her health in the two years has been largely due to this implant. She has got so ill too fast to be a coincidence. The pain often leaves her bedridden, where she sleeps and her body see to shut down, she does not want the toilet, food and she is woken just for meditation which she cannot not usually recall. Essure is still implanted although she is desperate to have it removed. New insertion date was reported to be (B)(6) 2015 (previously reported as (B)(6) 2015). And insertion was reported as lasting less than 5 minutes; 3 coils on the right and 5 on the left in utero. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy: on (B)(6) 2019: normal uterus, tubes, ovaries. Essure in correct place. No vaginal swellings or lumps. Grade 2 rectocoele. Cervix at -4 on traction. No cystocoele. Bilateral salpingectomy and removal of essure implants completely with voyant bipolar. Homeostasis checked. Specimen out in ecosac. Ports removed under vision.. Pregnancy test: on (B)(6) 2015: negative. Smear test: in (B)(6) 2019: normal. Ultrasound pelvis: on (B)(6) 2016: essure implants seen bilaterally touching t he endometrium, going through the myometrium into the tubes. Satisfactory position of both the essure inserts. Agreed for hsg for clinical governance will continue using contraception till advised after hsg.; on (B)(6) 2019: normal size and shape anteverted uterus, ap 2.7cm. No focal fibroids seen. Partial views o f the essure coils. Endometrial thickness = 2.9mm. Normal appearances both ovaries. No pelvic masses, cysts or free fluid seen. Conclusion: the essure coils appeared to be normally situated. No adverse features seen no cause for pain seen. On (B)(6) 2019: the presence of both essure coils within the uterus and this is reassuring.. Batch no: d29716. Production date: 2014-10-30. Expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2021: reporter information added. Insertion date updated. Event: abnormal bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on (B)(6) 2019. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain often leaves me bedridden') in a 35-year-old female patient who had essure (batch no. D29716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain on (B)(6) 2015, ehlers-danlos syndrome and sterilization. From medical records note of (B)(6) 2016: no signs of nickel allergy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), amenorrhoea ("I¿ve not had one period in over two years since it was carried out"), headache ("headaches"), procedural pain ("after surgery I needed assistance to w alk and couldn¿t get out of bed for days"), abdominal pain upper ("stomach pain"), fatigue ("tiredness"), malaise ("felt so unwell since / got so ill too fast for it to be a coincidence") and general physical health deterioration ("major deterioration of her health in the two years") and was found to have weight increased ("gained over four stone in weight despite being more careful than ever with my diet"). The patient was treated with bilateral salpingectomy with essure removal. Essure treatment was not changed. At the time of the report, the pelvic pain, amenorrhoea, weight increased, malaise and general physical health deterioration had not resolved, the headache, abdominal pain upper and fatigue outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain upper, amenorrhoea, fatigue, general physical health deterioration, headache, malaise, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: she has eds (ehlers-danlos syndrome) but she is positive the major deterioration of her health in the two years has been largely due to this implant. She has got so ill too fast to be a coincidence. The pain often leaves her bedridden, where she sleeps and her body see to shut down, she does not want the toilet, food and she is woken just for meditation which she cannot not usually recall. Essure is still implanted although she is desperate to have it removed. New insertion date was reported to be (B)(6) 2015 (previously reported as (B)(6) 2015. And insertion was reported as lasting less than 5 minutes; 3 coils on the right and 5 on the left in utero. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2019: normal uterus, tubes, ovaries. Essure in correct place. No vaginal swellings or lumps. Grade 2 rectocoele. Cervix at -4 on traction. No cystocoele. Bilateral salpingectomy and removal of essure implants completely with voyant bipolar. Homeostasis checked. Specimen out in ecosac. Ports removed under vision.. Pregnancy test - on (B)(6) 2015: negative. Smear test - in (B)(6) 2019: normal. Ultrasound pelvis - on (B)(6) 2016: essure implants seen bilaterally touching t he endometrium, going through the myometrium into the tubes. Satisfactory position of both the essure inserts. Agreed for hsg for clinical governance will continue using contraception till advised after hsg.; on 12-apr-2019: normal size and shape anteverted uterus , ap 2 . 7cm. No focal fibroids seen. Partial views o f the essure coils. Endometrial thickness = 2.9mm. Normal appearances both ovaries. No pelvic masses, cysts or free fluid seen. Conclusion: the essure coils appeared to be normally situated. No adverse features seen no cause for pain seen.; on (B)(6) 2019: the presence of both essure coils within the uterus and this is reassuring.. Batch no: d29716, production date: 2014-10-30, expiration date: 2017-10-28 quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: after internal review, case is not medically confirmed ;and intervention required was selected. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 24-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain often leaves me bedridden') in a female patient who had essure (batch no. D29716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ehlers-danlos syndrome. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability and medically significant), amenorrhoea ("I¿ve not had one period in over two years since it was carried out"), headache ("headaches"), procedural pain ("after surgery I needed assistance to walk and couldn¿t get out of bed for days"), abdominal pain upper ("stomach pain"), fatigue ("tiredness"), malaise ("felt so unwell since / got so ill too fast for it to be a coincidence") and general physical health deterioration ("major deterioration of her health in the two years") and was found to have weight increased ("gained over four stone in weight despite being more careful than ever with my diet"). Essure treatment was not changed. At the time of the report, the pelvic pain, amenorrhoea, weight increased, malaise and general physical health deterioration had not resolved, the headache, abdominal pain upper and fatigue outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain upper, amenorrhoea, fatigue, general physical health deterioration, headache, malaise, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: she has eds (ehlers-danlos syndrome) but she is positive the major deterioration of her health in the two years has been largely due to this implant. She has got so ill too fast to be a coincidence. The pain often leaves her bedridden, where she sleeps and her body see to shut down, she does not want the toilet, food and she is woken just for meditation which she cannot not usually recall. Essure is still implanted although she is desperate to have it removed. Batch no: d29716, production date: 2014-10-30, expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4).) On 15-jan-2019. The most recent information was received on 01-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain often leaves me bedridden') in a 35-year-old female patient who had essure (batch no. D29716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain on (B)(6) 2015, ehlers-danlos syndrome and female sterilization. From medical records note of (B)(6) 2016: no signs of nickel allergy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), amenorrhoea ("I¿ve not had one period in over two years since it was carried out"), headache ("headaches"), procedural pain ("after surgery I needed assistance to w alk and couldn¿t get out of bed for days"), abdominal pain upper ("stomach pain"), fatigue ("tiredness"), malaise ("felt so unwell since / got so ill too fast for it to be a coincidence") and general physical health deterioration ("major deterioration of her health in the two years") and was found to have weight increased ("gained over four stone in weight despite being more careful than ever with my diet"). On an unknown date, the patient experienced hypersensitivity ("allergy symptoms"), menstrual disorder ("changes to menstrual cycle") and dyspareunia ("dyspareunia"). The patient was treated with bilateral salpingectomy with essure removal. Essure treatment was not changed. At the time of the report, the pelvic pain, amenorrhoea, weight increased, malaise and general physical health deterioration had not resolved, the headache, abdominal pain upper and fatigue outcome was unknown and the procedural pain, hypersensitivity, menstrual disorder and dyspareunia had resolved. The reporter considered abdominal pain upper, amenorrhoea, dyspareunia, fatigue, general physical health deterioration, headache, hypersensitivity, malaise, menstrual disorder, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: she has eds (ehlers-danlos syndrome) but she is positive the major deterioration of her health in the two years has been largely due to this implant. She has got so ill too fast to be a coincidence. The pain often leaves her bedridden, where she sleeps and her body see to shut down, she does not want the toilet, food and she is woken just for meditation which she cannot not usually recall. Essure is still implanted although she is desperate to have it removed. New insertion date was reported to be (B)(6) 2015 (previously reported as (B)(6) 2015). And insertion was reported as lasting less than 5 minutes; 3 coils on the right and 5 on the left in utero. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2019: normal uterus, tubes, ovaries. Essure in correct place. No vaginal swellings or lumps. Grade 2 rectocoele. Cervix at -4 on traction. No cystocoele. Bilateral salpingectomy and removal of essure implants completely with voyant bipolar. Homeostasis checked. Specimen out in ecosac. Ports removed under vision.. Pregnancy test - on (B)(6) 2015: negative. Smear test - in (B)(6) 2019: normal. Ultrasound pelvis - on (B)(6) 2016: essure implants seen bilaterally touching t he endometrium, going through the myometrium into the tubes. Satisfactory position of both the essure inserts. Agreed for hsg for clinical governance will continue using contraception till advised after hsg.; on (B)(6) 2019: normal size and shape anteverted uterus , ap 2 . 7cm. No focal fibroids seen. Partial views o f the essure coils. Endometrial thickness = 2.9mm. Normal appearances both ovaries. No pelvic masses, cysts or free fluid seen. Conclusion: the essure coils appeared to be normally situated. No adverse features seen no cause for pain seen.; on (B)(6) 2019: the presence of both essure coils within the uterus and this is reassuring. Batch no: d29716, production date: 2014-10-30, expiration date: 2017-10-28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: the follow information were updated: pregnant was updated from unknown to no; essure start date was updated from (B)(6) 2015 to (B)(6) 2015; events added allergy symptoms, changes to menstrual cycle, dyspareunia. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)/(B)(4)/(B)(4)/(B)(4)/(B)(4)) on (B)(6) 2019. The most recent information was received on 01-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain often leaves me bedridden") in a 35 year-old female patient who had essure inserted (lot no. D29716) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominal pain on (B)(6) 2015, vaginal swelling, rectocele, cystocele, dyspareunia, obstructive defaecation, constipation, pelvic discomfort, hypermobility syndrome, anxiety, depression, jaw dislocation, hemorrhoids, chest infection, amenorrhea, carpal tunnel syndrome, sciatica, migraine, pins and needles, joint pain, parity 4, vertigo, vomiting, nausea, vaginal bleeding, vaginal delivery (4), female sterilization and ehlers-danlos syndrome. From medical records note of (B)(6) 2016: no signs of nickel allergy. She is not allergic to any medications and she is a non-smoker. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 334 days after essure insertion, she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), absence of menstruation ("I¿ve not had one period in over two years since it was carried out"), headache ("headaches"), procedural pain ("after surgery I needed assistance to w alk and couldn¿t get out of bed for days"), abdominal pain upper ("stomach pain"), fatigue ("tiredness"), malaise ("felt so unwell since / got so ill too fast for it to be a coincidence") and general physical health deterioration ("major deterioration of her health in the two years") and was found to have weight increased ("gained over four stone in weight despite being more careful than ever with my diet"). Essure was removed on (B)(6) 2019. An unknown time later she experienced hypersensitivity ("allergy symptoms"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate device"), mental disorder ("psychological issues") and amenorrhoea ("amenorrhoea"). The patient was treated with morphine, amitriptyline, gabapentin, bisacodyl, lansoprazole, tramadol, duloxetine, propranolol, lymecycline and sumatriptan as well as surgery (bilateral salpingectomy with essure removal). At the time of the report, the procedural pain, hypersensitivity, menstrual disorder and dyspareunia had resolved and the pelvic pain, absence of menstruation, weight increased, malaise and general physical health deterioration had not resolved. The outcomes for headache, abdominal pain upper, fatigue, genital haemorrhage, device intolerance, mental disorder and amenorrhoea were unknown. The reporter considered abdominal pain upper, absence of menstruation, amenorrhoea, device intolerance, dyspareunia, fatigue, general physical health deterioration, genital haemorrhage, headache, hypersensitivity, malaise, menstrual disorder, mental disorder, pelvic pain, procedural pain and weight increased to be related to essure administration. The reporter commented: she has eds (ehlers-danlos syndrome) but she is positive the major deterioration of her health in the two years has been largely due to this implant. She has got so ill too fast to be a coincidence. The pain often leaves her bedridden, where she sleeps and her body see to shut down, she does not want the toilet, food and she is woken just for meditation which she cannot not usually recall. Essure is still implanted although she is desperate to have it removed. New insertion date was reported to be (B)(6) 2015 (previously reported as (B)(6) 2015). And insertion was reported as lasting less than 5 minutes; 3 coils on the right and 5 on the left in utero. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingectomy] on (B)(6) 2019: normal uterus, tubes, ovaries. Essure in correct place. No vaginal swellings or lumps. Grade 2 rectocoele. Cervix at -4 on traction. No cystocoele. Bilateral salpingectomy and removal of essure implants completely with voyant bipolar. Homeostasis checked. Specimen out in ecosac. Ports removed under vision. [Hysterosalpingogram] on (B)(6) 2016: satisfactory positioning and placement on ultrasound of both essure inserts. Both essure coils were visualized on the precontrast images. The cervix was slightly difficult to cannulate. Omnipaque 240 contrast delineates a normal appearing uterus with appropriately sited coils in the fallopian tubes which are completely occluded. No evidence of peritoneal spill of contrast. [Pregnancy test] on (B)(6) 2015: negative [smear test] in (B)(6) 2019: normal [ultrasound pelvis] on (B)(6) 2016: essure implants seen bilaterally touching t he endometrium, going through the myometrium into the tubes. Satisfactory position of both the essure inserts. Agreed for hsg for clinical governance will continue using contraception till advised after hsg.; on (B)(6) 2019: normal size and shape anteverted uterus , ap 2 . 7cm. No focal fibroids seen. Partial views o f the essure coils. Endometrial thickness = 2.9mm. Normal appearances both ovaries. No pelvic masses, cysts or free fluid seen. Conclusion: the essure coils appeared to be normally situated. No adverse features seen no cause for pain seen.; on (B)(6) 2019: the presence of both essure coils within the uterus and this is reassuring. Batch no: d29716, production date: 2014-10-30, expiration date: 2017-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. New events psychological disorder , inability to tolerate device & amenorrhea are added. Medical history, concomitant condition & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain often leaves me bedridden") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ehlers-danlos syndrome. In 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability and medically significant), amenorrhoea ("I¿ve not had one period in over two years since it was carried out"), headache ("headaches"), procedural pain ("after surgery I needed assistance to walk and couldn¿t get out of bed for days"), abdominal pain upper ("stomach pain"), fatigue ("tiredness"), malaise ("felt so unwell since / got so ill too fast for it to be a coincidence") and general physical health deterioration ("major deterioration of her health in the two years") and was found to have weight increased ("gained over four stone in weight despite being more careful than ever with my diet"). Essure treatment was not changed. At the time of the report, the pelvic pain, amenorrhoea, weight increased, malaise and general physical health deterioration had not resolved, the headache, abdominal pain upper and fatigue outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain upper, amenorrhoea, fatigue, general physical health deterioration, headache, malaise, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: she has eds (ehlers-"danloss" syndrome) but she is positive the major deterioration of her health in the two years has been largely due to this implant. She has got so ill too fast to be a coincidence. The pain often leaves her bedridden, where she sleeps and her body see to shut down, she does not want the toilet, food and she is woken just for meditation which she cannot not usually recall. Essure is still implanted although she is desperate to have it removed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.